Event description:
It was reported that bd alaris smartsite gravity set has connection issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that the primary tubing has issues connecting and threading.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.